Event description:
(B)(4). My insurance covered the procedure to have the essure coils implanted. I only had to pay a co-pay for each appointment. Prior to having essure implanted, I had been previously diagnosed with interstitial cystitis. I was not taking medication for this, as none had been proven to help. So prior to the procedure, I did have pelvic pain in my bladder. Immediately following implantation, I had severe pelvic pain (separate from the bladder pain, slightly higher and bilateral slightly higher in my abdomen and on both sides) that did not cease. It would increase with certain movement (bending, standing from a seated position, bumping the area). I bled for the first four months then it calmed a bit. My menstrual cycle began getting more painful and severe, coming frequently (2x monthly or more). I went to my doctor for help and was prescribed birth control pills. They did not help after several months, so they gave me a stronger prescription. I've been taking them for 11 months, my menstrual cycle has only gotten more painful and heavier. Last (B)(6) (2014), I started getting a very sharp pain under my right rib cage area. I went to my primary care physician and after all tests came back negative, she told me I had costochondritis. She prescribed ibuprofen and said it would go away within the next few months. It never went away. Starting in (B)(6) 2015, I started having random severe bouts of diarrhea followed by extreme nausea. This would last for days at a time leaving me unable to get out of bed or eat. This led to a rapid weight-loss of over 20 pounds. I went back to my primary care physician and was sent to a gastrointestinal specialist. They did some blood tests, took a stool sample, and did a colonoscopy. Again, all tests came back negative and they only found one benign polyp in my intestines. They diagnosed me with ibs, but said that it was odd that I feel more ill after having the diarrhea, as with ibs people usually feel better after bowel movement. The digestive issues have continued to this day, and appear to be getting worse. I often struggle to not vomit at this point. My feet hurt, I cannot walk barefoot because of the pain. I can no longer run or do vigorous exercise. If I try to push through the pain, I can't step on my feet, the pain goes up into my abdomen and I can no longer stand it is so intense. My memory has also been negatively affected. I used to have and amazing memory, now I get lost driving home. I can't find the words I was going to speak. I struggle to complete a task, because I often forget what I am doing. When discussing these symptoms with my ob/gyn last week, she asked if I have ever had reactions to cheap jewelry, when I told her that I have in the past and would get blisters, she said she thinks I am allergic to the nickel in the coils.

Event description:
(B)(4). I will be having a hysterectomy to remove my uterus, cervix, tubes (coils included), sue to my continued pain and heavy bleeding.